Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Eighteen devices were received for evaluation; 18 events were confirmed during testing. Ten devices were found to have broken housings. Seven devices were found to have a missing rubber seal. One device was found to have a broken housing and a missing rubber seal. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 18 malfunction events in which the device had a condition in which the non-sterile battery had the potential to be exposed to the surgical site. Seventeen reported events had no patient involvement; no patient impact. One reported event had patient involvement; no patient impact.